Event description:
It was reported that on literature review "early failure of the polarstem total hip arthroplasty¿can the australian njr tell us the full story?", one (1) patient who initially underwent primary thr implantation with a combination of a cementless collared polarstem and an r3 acetabular cup required an additional surgery twelve (12) days postoperatively with femoral stem exchange due to sustained periprosthetic fracture. The outcome of this patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Lee, p. Y., & evans, a. R. (2014). Early failure of the polarstem total hip arthroplasty¿can the australian njr tell us the full story?. The journal of arthroplasty, 29(3), 609-611. Doi: http://dx.doi.org/10.1016/j.arth.2013.07.040.

Manufacturer narrative:
It was reported that on literature review "early failure of the polarstem total hip arthroplasty¿can the australian njr tell us the full story?", one (1) patient who initially underwent primary thr implantation with a combination of a cementless collared polarstem and an r3 acetabular cup required an additional surgery twelve (12) days postoperatively with femoral stem exchange due to sustained periprosthetic fracture. The outcome of this patient is unknown. No further information is available. The complaint device, used in treatment, was not received for investigation, a visual inspection could not be performed. The part and the batch number of the device is not known. Therefore, the batch record review and a complaint history review could not be performed. The device labeling was reviewed, the IFU for the complaint device stated hip fracture as possible side effect resulting from hip arthroplasty. The severity and the failure mode are covered through our risk management. For the medical investigation, the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. No further medical assessment is warranted at this time. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: lee py, evans ar. Early failure of the polarstem total hip arthroplasty--can the australian njr tell us the full story? J arthroplasty. 2014 mar;29(3):609-11. Doi: 10.1016/j.arth.2013.07.040. Epub 2013 aug 29. Pmid: 23993433. Internal complaint reference number: (B)(4).